Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
Correction to b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on one lead, and a fracture on the other lead. Fracture was confirmed via imaging. As a result, surgical intervention may be undertaken to address the issue.